Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. During the first inflation with a 3.0 x 20mm apex monorail balloon catheter, the balloon ruptured at 6 atms. The procedure was successfully completed with a different type of device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The device was attached to an inflation unit and a pinhole leak was noted over the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. During the first inflation with a 3.0 x 20mm apex monorail balloon catheter, the balloon ruptured at 6 atms. The procedure was successfully completed with a different type of device. No patient complications were reported and the patient's status is fine.